Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2017 by the european journal of orthopaedic surgery & traumatology, titled ¿.outcomes of proximal humeral fracture fixation with locked cfr-peek plating". The study reviewed twenty one (21) patients who underwent fracture fixation using peekpower humeral fracture plate (arthrex) to address proximal humerus fractures. During the twelve (12) month follow-up period, one(1) patient experienced implant impingement requiring implant removal. Source: katthagen jc, ellwein a, lutz o, voigt c, lill h. Outcomes of proximal humeral fracture fixation with locked cfr-peek plating. Eur j orthop surg traumatol. Apr 2017;27(3):351-358. Doi:10.1007/s00590-016-1891-7.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.